Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a transurethral lithotripsy procedure, the ncircle tipless stone extractor was advanced to the target site transurethrally through a flexible ureteroscope. After the device reached the target area, the physician attempted to open the basket, but it did not expand properly. Therefore, he retrieved the extractor out of the body and confirmed a bend in one of the four basket wires used. Another device was used and the procedure was completed successfully. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. A review of documentation, drawing, manufacturing instructions, quality control, specifications, functional test and visual inspection was completed during this investigation. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. There were no kinks or damage noted in the basket sheath. A functional test determined the handle actuated the basket formation without issue. A visual examination noted that one of the basket wires has the appearance of being caught on or pulled by something. There are no other complaints associated with this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the provided information a definitive cause cannot be established at this time. Appropriate personnel have been notified to monitor for similar complaints.